Event description:
The customer reported that his mp70 monitor was displaying "speaker malfunction" message on the display. The problem was traced to the speaker on x2 server. There was no report of any adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that this mp70 monitor was displaying "speaker malfunction" message on the display. The problem was traced to the speaker on x2 server. There was no report of any adverse pt impact. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.